Event description:
It was reported the customer had a motor error alarm. Customer did not expose their insulin pump to a magnetic resonance imaging machine. The customer's blood glucose was unknown. Customer's insulin pump will replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.